Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual and microscopic inspections, a hole was observed in the sheeting of the cassette. During leak testing, a leak was observed through the hole in the cassette sheeting. Clamp function testing, clear passage testing and simulated therapy were all performed with no issues noted related to the reported problem. The cause of the alarm was due to the hole in the cassette sheeting. The cause of the hole in the cassette sheeting could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative advised to end the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.